Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of stopper separation from plunger was confirmed upon inspection of the 3 photos. Analysis of the sample photos showed that there is a piece of the stopper suspended within the solution within the syringe. Bd determined that the cause of the failure was possibly associated to our assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak stopper separation from plunger. The following information was provided by the initial reporter; material#: 309702 batch#: unknown. It was reported by customer that the black stopper on the syringe came off, it is just free floating in the syringe. This is the first time that issue has been noticed. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint (B)(6) - inventory qa. (B)(6). (B)(6). Date of event (B)(6) 2023. 309702. Lot unknown . The black stopper on the syringe came off, it is just free floating in the syringe. This is the first time that issue has been noticed. Customer does have sample and photos to send in.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: convenience trays. Device failure: stopper separation.

Event description:
No additional information.